Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a cardiac ablation procedure to treat atrial fibrillation (a fib), a versacross access solution kit was selected for use. Prior to opening the device, it was noted that device packaging had a small rip in it. The devices did not seemed to be damaged however it was only a sterilization issue. Hence, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis.

Manufacturer narrative:
The device was not returned, however, the reported allegation of a small rip in the package was confirmed through media provided. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cardiac ablation procedure to treat atrial fibrillation (a fib), a versacross access solution kit was selected for use. Prior to opening the device, it was noted that device packaging had a small rip in it. The devices did not seemed to be damaged however it was only a sterilization issue. Hence, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis.